Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. The system operates as intended.

Event description:
The customer reported that the images produced were black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.